Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user, new to the ilet bionic pancreas system, reported hypoglycemia with a blood glucose (bg) of 40 mg/dl following a meal. The user explained they generally require minimal insulin and believed the ilet dosed more than expected. The agent explained that mild fluctuations are normal while the ilet¿s algorithm adapts to individual insulin needs and reviewed best practices for treating lows and managing post-meal glucose levels. The user treated the low with glucose tablets and peanut butter crackers and fully recovered. No external assistance or medical intervention occurred.